Manufacturer narrative:
Plant inv.: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A lot history review was performed of naturalyte acid products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review; therefore, a manufacturing review was not able to be performed. However, all device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Naturalyte acid conc. Is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the reported incident could not be reached without a physical examination of a complaint sample. Clinical inv.: an investigation was performed by a clinical specialist to identify a causal relationship between the 2008k hd machine, the dialyzer, and the acid concentrate and the adverse event. The clinical specialist concluded that a temporal relationship exists between the 2008k, the dialyzer, and the acid conc. And the reported adverse events of the patient experiencing a cardiac arrhythmia, and subsequent code and expiration. However, a probable association between the fresenius products and the reported adverse events cannot be determined based on the lack of available information. In addition, there was no allegation of device malfunction or deficient product and an association with the adverse events. Further details, specifically, patient demographics, treatment sheets, medical intervention (including resuscitation efforts), and comorbidities have been requested and are needed to determine potential causality.

Event description:
A user facility reported an adverse event that occurred while a patient underwent a hemodialysis (hd) treatment. Reportedly, ten minutes after the hd therapy was initiated, the patient experienced an arrhythmia (type unknown) as identified by the electrocardiogram (ECG). The patient subsequently coded and was not revived. The machine did not generate any alarms prior to the event, and no failures or device malfunctions were observed prior to, during, or following the incident. Although requested, no additional patient details were made available. Following the event, the 2008k hd machine was removed from service per the clinic¿s post adverse event policy and evaluated by the on-site biomedical technician. Functional testing performed by the biomed confirmed the unit was operating properly; all parameters were within specification. The unit was returned to service at the user facility without issue. No malfunction of any other fresenius product in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No sample of the acid concentrate in use during the treatment was available to be returned for analysis.